Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable igg antibodies to rubella virus results for two patients. Of the data provided, only the results for one patient were discrepant and reported outside of the laboratory. Sample 1 result from cobas e601 serial number (B)(4) was 30 iu/ml (reactive). Sample 2 ((B)(6) 2016) result from the cobas e601 was 28 iu/ml (reactive). Both samples were negative with diasorin liaison and beckman methods. The results from the e601 were reported outside the laboratory. The patient was not adversely affected.

Manufacturer narrative:
The customer sent the samples in question to another laboratory where they were tested by blot (microgen). The results were reactive for both patients and confirmed the positive/reactive results from the cobas e601. Therefore, the reactive results were believed to be correct.